Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned, an investigation could not be performed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 bipolar scissors broke right below the tip where the part is glued. The hospital stated that the scissors broke during the harvesting procedure but nothing fell inside the patient's leg. Another scissors unit was opened but the same problem occurred. The procedure was completed using the vasoview hemopro tissue welder. The hospital did not report any patient complications. The product was discarded.